Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and performing multiple 30 j tests using a test multifunction cable without duplicating the report. The device was recertified and returned to the customer. The multifunction cable that was being used at the time of the reported problem was not returned for evaluation. No trend is associated with reports of this type.